Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with foreign matter. It was stated ¿there was a discovery of hair in the syringe". There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: no samples neither pictures have been received for investigation. DHR of lot 1712264 has been reviewed not finding any annotation or deviation regarding the alleged defect. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Investigation conclusion: no photos or samples were received for evaluation therefore the failure mode could not be verified.